Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, wear abrasion, and delamination of the valve. A leak test and microscopic analysis were performed which identified total delamination of the valve. Based on the device analysis the final assessment is total delamination total of the valve due to adhesive failure.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.